Event description:
(B) (4). Same patient as: 2134256-2009-02159, 2134256-2009-02158. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. During the index, the 99% stenosed target lesion located in the distal circumflex (cx) was 15.0mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with a 2.5x15mm unknown balloon at 15 atms, two balloons were used. The physician implanted a 3.0x20mm taxus express2 stent at 15 atms. Post-dilation was not performed. Post-ivus was performed. Residual stenosis became 0% with timi 3. In (B) (6) 2009, the patient experienced restenosis. Angioplasty was performed. Residual stenosis was 0%. The patient was discharged 3 days later.

Event description:
It was further reported that during the index procedure, the de novo target lesion located in the proximal right coronary artery (rca) was 75% stenosed, 2.75mm in diameter and 15mm long. Predilation was performed with the placement of a 2.75x32mm taxus express2 stent. Post dilation was performed. Residual stenosis was 0% with timi 3 flow. The patient was discharged without complications on bayaspirin and plavix. In (B)(6) 2009, the restenosis was not accompanied by ischemic system which was confirmed in the distal lcx. The target lesion was 75% stenosed, 3.0mm in diameter and 10.0mm long. Restenosis in the distal lcx was subsided.

Manufacturer narrative:
Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
Date of birth was corrected (B)(6). Patient sex was corrected from male to female. (B)(4).